Manufacturer narrative:
The device is under investigation at the manufacturing facility. Once the investigation is complete, a follow-up report will be submitted. Internal complaint number: (B)(4).

Event description:
A health care professional reported that the programmer displayed error codes when the pump was inquired on multiple occasions. Troubleshooting attempts were unsuccessful in clearing the error codes. The physician made the decision to explant and replace the pump.

Manufacturer narrative:
(B)(4). The device evaluation determined that the cause of the failure was due to the memory data corruption and or asic control circuit corruption.